Event description:
A report was received that the patient is experiencing severe pain at the ipg pocket and will undergo a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient underwent an explant procedure and was reportedly doing well. Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient is experiencing severe pain at the ipg pocket and will undergo a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient will not undergo a pocket revision.

Event description:
A report was received that the patient is experiencing severe pain at the ipg pocket and will undergo a pocket revision.